Event description:
During shoulder arthroscopy procedure, at the time the anchor was impacted, it broke. Broke into several pieces. Pieces were not removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The delivery portion of the device only was returned for evaluation. No anchor or anchor pieces were provided. The tip dimensions of the inserter were verified to meet print specification. No hole prep details were provided. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture based on these findings, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).